Event description:
Pt reported, the infusion device turns itself off without generating an alarm. Pt stated, the issue has occurred since (B)(6) 2012. Pt reported, she can turn the infusion device on and it works, but will usually turn itself off. Pt stated, she did not suffer any impact from the incident. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.